Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on an unknown date. During scope cleaning, the brush bristles were detaching. The physician noticed brush bristles on the camera at the distal end of the scope before use. The scope was sent out for repair because of this problem. There was no patient involvement in this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.